Event description:
It was reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard experienced a retraction issue with the "safety mechanism delay activated."

Manufacturer narrative:
H.6. Investigation summary: DHR: the lot was built on afa line 1 from (B)(6)18 thru (B)(6)18. Packaged on packaging line 11 from (B)(6)18 thru (B)(6)18 for a quantity of 235,810 all challenge, set-up and in process samples were performed in accordance to the quality control plan and all passed per specifications. No quality notifications were initiated during production. Received 2 iag 20ga units within sealed packages from lot number 8151905. All contents within were intact. Visual/microscopic evaluation: no physical-mechanical damage was observed on any of the components of the received units. No traces of adhesive was found of the areas. Functional test (needle retraction): the needle covers were removed. The white buttons were pushed ¿ and the needles retracted without resistance. Retraction was successful.. Conclusion: indeterminate: the returned representative units did not display any adverse characteristics that would contribute to the defect the customer experienced. The failure described in the event description could not be confirmed or replicated in the laboratory.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard experienced a retraction issue with the "safety mechanism delay activated.".